Event description:
Plaintiff's preliminary disclosure, pfs, and medical record received. Patient alleges pain and elevated metal ion. After review of medical record, patient was revised to address aseptic failure of total hip arthroplasty. Revision notes stated that a benign appearing synovial fluid was identified. There was significant trunnionosis and metal debris at the morse taper junction. There was also metallosis within the synovioum. Doi: (B)(6) 2009; dor: (B)(6) 2021 (left hip).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to previously reported. Pfs received. Pfs alleged pain that affects balance and sleep.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.